Event description:
Boston scientific crm received information this patient has been experiencing syncopal episodes which have resulted in falls. The caller stated they will be turning on the sudden brady response (sbr) feature for this patient.

Manufacturer narrative:
A boston scientific crm technical services consultant discussed the reported clinical observations with the caller. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.